Manufacturer narrative:
Additional information will be provided as it becomes available. No evaluation conducted to date as product has not been returned.

Event description:
The patient sustained burns to his upper thigh during surgery. They are trying to rule out what is could be they have asked if it could have been the light lead or scopes. The consultant feels that is most likely a diathermy burn.

Manufacturer narrative:
New information has been provided by the customer. Ssc conducted a full investigation and has concluded that smith-nephew equipment had nothing to do with the reported ae.